Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00874.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (poc pcs), a ruby coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod pc into the aneurysm; however, the pod pc would not anchor and consequently, the lantern kicked out of the vessel. Therefore, the pod pc was removed. The physician then advanced a ruby coil into the target location; however, the same issue occurred. The ruby coil would not anchor; therefore, the ruby coil was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.